Event description:
Tip broke off during procedure. Surgeon grabbed it, but it fell one more time. Surgeon was not able to retrieve it on the second attempt. Hosp did not report any further consequences as a result of event. This device is used for treatment.

Manufacturer narrative:
Eval confirmed the jaw has broken off. This jaw is designed to withstand a force of 10lbs before permanent deformation or breakage. This value should not be approached if used as intended. This event has been attributed to misuse.